Manufacturer narrative:
Reference MFR report # 2916596-2018-05736 for the report of the patient's previous admission for suspected gastrointestinal bleed. FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing momentum 3 trial, ide# (B)(4). The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4). Approximate age of device ¿ 3 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported that the patient presented to emergency department on (B)(6) 2018 with complaints of shortness of breath on exertion and dizziness. Stool was guaiac positive. Anticoagulants at the time of event: aspirin and warfarin. Patient experienced dyspnea on exertion started the morning of (B)(6) 2018. The patient was found to have a 5g hemoglobin drop. Upper endoscopy was performed (B)(6) 2018 and no clear etiology of anemia was identified. Patient received 7 units of packed red blood cells (prbc). Aspirin was restarted previous week. Aspirin had been held since previous gastrointestinal bleed in (B)(6). No additional information was provided.

Manufacturer narrative:
The pump remains in use supporting the patient. A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate 3 left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event.

Event description:
Additional information it was reported that tagged red blood cell scan performed on (B)(6) 2018 showed mild jejenum bleed. During the hospitalization, the patient was placed on twice daily proton pump inhibitor (ppi) infusion therapy, aspirin was discontinued, and warfarin was temporarily held. At discharge on (B)(6) 2018, the patient was prescribed daily protonix. Inr goal at discharge was 1.8 - 2.2. At discharge, hemoglobin was 8.5 g/dl. As of (B)(6) 2018, the patient reported feeling well and has no melena. No additional information was provided.

Event description:
It was reported the patient was admitted to the emergency department (ed) on (B)(6) 2018 due to melena, presyncope, and acute anemia with a hemoglobin (hgb) of 6.1 g/dl (from 11.3 g/dl on (B)(6) 2018). The rectal exam performed in the ed showed guaiac positive stool (melena). Ed team suspected a gastrointestinal bleed secondary to supratherapeutic inr and initiation of asa therapy. Prior to admission, the subject noticed dizziness, low pi numbers on his lvad, and shortness of breath. During this hospital admission, the subject received 10 units prbcs from (B)(6) 2018. Patient was placed on IV ppi therapy 2x day. Asa was discontinued and warfarin was held upon admission. Endoscopy did not reveal the source of bleed. Patient continued to have melena with hgb of g/dl on (B)(6) 2018. Patient underwent "balloon" enteroscopy on (B)(6) 2018, but there was no evidence of suspicious lesion or active bleeding from mouth to proximal ileum. Patient's hgb trended up to 8.5 g/dl on discharge. Patient remained off iron supplement. Prior to discharge on (B)(6) 2018, torsemide and hydralazine were reduced due to softer blood pressure readings and lower pi readings noted on lvad interrogation. Warfarin is to be continued with inr goal of 1.8-2.2, continue daily protonix, and asa will be held. Repeat hgb and inr as outpatient on (B)(6) and at clinic visit on (B)(6). No additional information was provided.

Manufacturer narrative:
Weight: additional information.